Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was not able to adjust stimulation with the patient programmer (pp). The ¿call your doctor¿ icon displayed. The implant ¿shut down¿ and the patient kept getting the screen with a doctor and 006. Last night the patient tried to change her ins to 170 because that¿s what she keeps it on overnight. The patient could not adjust the device because of the 006 code which happened ¿during the night¿. New batteries were tried, energizer alkaline. The patient had rechargeable batteries but they only last 4-5 days. The patient took the batteries out of the pp and wiggled all the keys to make sure one was not stuck, no keys were stuck. The patient was having ¿pulsing in my legs and it¿s not reaching my feet¿ and ¿now I¿m getting pain again¿. After putting the batteries back in the pp, the mdt splash screen was seen and then the screen prompted her to synch. The patient synched the pp to the ins but the pp would not change screens. The patient tried with and without the antenna but the same screen was reported. The patient then turned the pp off and the screen was not lit up but she still saw the synch screen. Device analysis of the pp revealed the antenna jack was resoldered as a preventative measure, c100.

Event description:
Device analysis revealed the antenna jack was broken for a pp, c300.

Manufacturer narrative:
Concomitant medical devices: product ID :37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported on (B)(6) 2014 that she was having problems with her pp. The patient has not had that many problems with it "as much as it was a couple of times I fell". The patient fell a couple times back in (B)(6) 2013, "back in the beginning, they already took care of that, had to get surgery on my knee". The patient was sent a new pp and thought it was going to be okay. The battery compartment flops open all the time. The pp seemed to be an older unit and the patient has never been able to push the buttons and have them work. The patient has to push the off button 15 or 20 times for it to work. The pp also would not allow her to "charge it, to a put a charge number on it at all, have to go through the bottom, just have so much trouble with the buttons and everything". New batteries have been put in the pp 3 times. Has to "push, push, push the buttons" and has tried turning it all the way off and on and everything but it would not work. The patient has been having problems with this pp for under a month, since she received it. The pp cannot be turned "off and on". It was additionally reported that the pp buttons do not respond to button push, it would not connect. The battery door would not close. Anomaly appears to have occurred through product use.